Manufacturer narrative:
The returned device was evaluated, and the investigation of the returned device found the exposed portion of the soft cannula to be pinched and torn. Fluid was found to leak from the tear in the exposed portion of the soft cannula during fluid path testing. It could not be determined when or how the damage to the soft cannula occurred. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. No other damages or deficiencies were found that would result in the device failing to deliver insulin. Because it could not be determined when or how the soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Investigation found the cannula to be pinched and torn. It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied. The pod was initially reported for hyperglycemia.